Event description:
Contact reported that a pt had post op pain following implant of charite articial disc. X-ray confirmed a fractured of the pedicle at l4. A revision was done using pedicle screws and the pt was fused posteriorly. The charite disc was left in place as an interbody device. Info about this event was limited. As surgical intervention occurred an MDR is being filed to document this event.